Event description:
It was reported that the reservoirs were leaking. The customer stated that she filled the reservoir and sat on the table with the plunger side down and she picked up the reservoirs the mother noticed that the plunger was wet and insulin was on the table from the leaking reservoir. The mother also stated that the customer had high blood glucose for the past eight days and she believes is due to the leaking reservoirs. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.